Event description:
The customer reported her blood glucose reached 380 mg/dl less than 24 hours after the pod was activated. She checked for ketones and there were none present. Upon pod removal she noticed the cannula had a small kink and there was also blood noted in the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.